Event description:
It was reported that the pace maker exhibited a set screw anomaly. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw anomaly could be confirmed in the laboratory. The set screw could not be tightened down due to septum material and medical adhesive in set screw inset.